Manufacturer narrative:
The navify® digital pathology is a component of the roche digital pathology dx. Roche diagnostics started the investigation and identified the root cause. The issue was introduced in navify® digital pathology (ndp) version 2.5, and sustained in versions 2.5.0.1, 2.5.0.2, and 2.5.1 when new sorting logic was applied to specimen labels but was not applied to the corresponding whole slide images in the viewer window. While specimen, block, and image labels follow strict alphabetical ordering, whole slide images are sorted inconsistently due to differences in how the user interface sorts numeric versus text-based names. The main contributing factor is the customer¿s naming convention for specimens. The software itself does not currently provide any error flag/message for this issue. A new software patch ndp v2.5.2 was released on 23-apr-2026 as a mandatory update to address this issue.

Event description:
Here was an allegation of the slide images in navify® digital pathology (ndp) not aligning with the whole slide images. Specifically, the ndp application displays an incorrect slide image in the case overview on the viewer screen. Although the image is from the same patient, it originates from a different specimen. This issue occurred in cases with multiple specimens.